Event description:
This patient suffered a serious injury post implantation of a cypher stent. This information was provided in a legal file; no details were available. It is presumed that he experienced stent thrombosis.

Manufacturer narrative:
No product was returned for evaluation. A review of the manufacturing records could not be done without a lot number. Stent thrombosis is a potential adverse event associated with coronary artery stenting. Review of the limited information does not make it possible to determine what factors may have contributed to the event.